Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that for about the past 3 weeks, they have been having issues when charging their implant. Caller stated that it feels like the implant is getting very warm and it is uncomfortable. Caller added that they have not been able to make a full charge because they can't stand it. Agent asked - pt was unsure if the recharger paddle is getting really warm or, if it is the ins getting warm while charging but, pt thinks it is in their body. Pt stated they will monitor the issue. Pt noted they are seeing their rep on friday. The patient was redirected to their healthcare provider to further address warmth while charging the implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). Pt reports they were no known circumstances that led to their implant heating during recharge. Pt reports no actions were taken or are planned to be taken to resolve the implant heating during recharge. Pt reports meeting with a manufacturer representative (rep) on the day they called in to patient services and that the rep adjusted their programming, but that has not changed the heating issue.